Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the harmonic ace instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the white gasket fell off from harmonic ace and it could no longer be used. Spare instrument was used and procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad lifted from the clamp arm. No pieces were missing. The event was caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. Isi followed up with the initial reporter and obtained the following additional information: the harmonic ace is for single use. Before installation, the nurse had inspected it. During the operation, it was used normally. When the nurse took it down in the middle to clean the blood scab at the tip, the tip broke. All the above content was reported by the nurse. No foreign objects were left in the patient's body. The broken part was returned to the factory along with the instrument for testing.